Event description:
It was reported that the pump touchscreen was on, but the display remained black. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.